Event description:
It was reported that during a coronary stenting procedure, the nc monorail ptca catheter balloon ruptured. The lesion being treated was calcified lesion in the left anterior descending (lad) coronary artery. Physician inserted a maverick, sprinter, and a quantum balloon catheter. He then deployed a vision stent ahd post dilated with a quantum. The physician then post dilated with the nc monorail ptca catheter and the balloon ruptured. The number of inflations and to what atms is unk. Physician tried to remove the device but could not get the balloon out of the guide catheter. The balloon portion was stretched. The physician removed everything together and ended the case. No pt injuries or complications were reported. No pt status is reported as 'ok' and has been discharged.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.